Event description:
Blood leaked past the o-rings during the centrifugation process.

Manufacturer narrative:
Device was evaluated, and the o-ring was found to be rolled over caused by a manufacturing error.